Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate results. The reporter could not provide any numeric values. This complaint is being reported due the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.